Event description:
If the connection cable (hemo box - sc9000 monitor) becomes loose or disconnects, the invasive pressure monitoring is interrupted. When the connection is restored, it then gives incorrect measurements until rezeroing is performed. Internal #4180